Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a pressure regulation high message occurred on the v60 ventilator during device evaluation. The device was not in clinical use. There was no report of harm. Diagnostic code 1009 (pressure regulation high) was confirmed in device event log. The asp reported the customer biomed desired to complete repair activities in house and requested a price quote for replacement parts. A price quote was provided.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, air & o2 flow sensor assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.